Event description:
A report was received via social media that the patient had no pain relief and the implanted device did not work. The patient underwent an explant procedure. No further information could be obtained.